Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported while using an bd ultra-fine¿ insulin syringe the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: there were 2 times that I had problems, I don't know if the needle was clogged. D1: medical device brand name: bd ultra-fine¿ insulin syringe d2: medical device manufacturer: bd medical - diabetes care d4: UDI #: (B)(4). D4: medical device catalog #: 324918. D4: medical device lot #: 1095248. D4: medical device expiration date: 30-apr-2026. H4: device manufacture date: 05-apr-2021. G2: manufacturing location: bd medical - diabetes care. H6: investigation summary: no samples were returned therefore the investigation is performed based on the photos provided. The customer provided (1) photo of 1ml 31g 6mm polybag packaging, reporting needle clog. The photo was visually examined and no issues or evidence related to needle clog was observed. Based on the photos provided, embecta was not able to confirm the reported failure. A review of the device history record was completed for batch# 1095248. All inspections were performed per the applicable operations qc specifications. The root cause could not be determined because the issue could not be confirmed. H3 other text : see h10.

Event description:
It was reported while using an bd ultra-fine¿ insulin syringe the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: there were 2 times that I had problems, I don't know if the needle was clogged.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed. The franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd hypodermic single lumen needle the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: there were 2 times that I had problems, I don't know if the needle was clogged